Event description:
In 2009, pt underwent upen reduction, internal fixation with locking plate for complex proximal tibial fracture. Initial healing fairly well, although some skin issues and difficulty healing while continued to smoke. With weight-bearing and increased pain, and possible some change in position of leg. X-ray indicated some nonunion and no bridging callus. In 2009, broken plate and screws removed and rod inserted. Dates of use: 2009. Diagnosis or reason for use: internal fixation of tibial fracture. Event abated after use stopped or dose reduced? Yes.